Manufacturer narrative:
UDI - not required for product code. (B)(6). 510(k) - k130520. The actual device was received for evaluation. Visual inspection revealed that the lock adapter had been dislocated from the male connector of the sampling system. Magnifying inspection of the actual sample did not find any visible anomaly, including deformity, in the male connector or in the lock adapter. The dimensions of each part of the actual sample were measured and confirmed to be equivalent to those of a factory-retained current product sample. The surface of the male connector was subjected to elemental analysis by sem-edx (scanning electron microscope/energy dispersive x-ray spectroscopy). The result showed the presence of si, which is likely to be derived from silicon applied to the stopcock during manufacturing process to improve the lubricity of this part. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the silicon applied to the switch cocks of the sampling system was transferred to the male connector part when the sampling system components were put in storage during manufacturing. Afterward, when re-tightened during preparation, the lock adapter got over the rib on the male connector in lubricated state and dislocated. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the capiox fx15 device was used pre-treatment. During preparation of the oxygenator, they found that the lock adapter had detached from the sampling system. They actual sample was exchanged.